Event description:
It was reported during an attempt to deploy a vena cava filter via a femoral approach, the doctor was unable to deploy the filter. The arms of the filter deployed, but the feet would not come out of the spline. Different attempts to deploy the filter were unsuccessful, so they used the recovery cone and removed the filter via the jugular.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Neither the filter nor the delivery system were returned as they were discarded by the user facility. Based on the info rec'd, the results are inconclusive and the root cause of the event is unknown. The IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.